Event description:
It was reported while using bd vacutainer® k2e 5.4mg plus blood collection tubes that an unspecified number of tubes contained foreign matter (fm) inside the cap. The fm caused aspiration errors during hematological sampling. The fm was also reported to be observed in tubes before use. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation. The photos were reviewed and the indicated failure mode of foreign matter under the stopper was observed. Additionally, 10 retention samples from bd inventory were evaluated by destructive visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.